Event description:
It was reported that the patient presented with urinary retention. The physician scoped the patient in clinic and an erosion into the urethra was diagnosed. A "super pubic tube was inserted to alleviate the urinary retention." The patient is scheduled for a removal of the eroded portion of the graft. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.